Manufacturer narrative:
Corrected data: the manufacturer date is 04/11/2017 and not 06/27/2019.

Event description:
"Catheter breakage near the access port. Possible pinch-off."

Manufacturer narrative:
Note : product reference 4430893 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36918285 which complies with our specifications and does not present any discrepancy. No other incident has been reported to us on this batch of access ports released in april 2017. Investigation results we received for investigation one celsite st205 access port from batch nr36918285 with its connection ring and catheter, broken into 2 pieces. A 1 cm long piece of catheter is still connected the exit cannula. The distal extremity of the catheter is 12,8cm long, the rupture facies is half rough and half clear. The catheter is ovalized at this level. We can see 2 small longitudinal cracks at the level of the rupture. Dimensional measures: we have measured the returned access port system in order to check its conformity to our specifications. These characteristics conform to our specifications. Conclusion no manufacturing defect has been detected on the returned device. The catheter is ruptured at 1cm of its proximal extremity, just after the connection ring. The rupture facies of the catheter allows us to hypothesis that the catheter was kinked or folded just after the exit cannula. However, only the examination of the x-ray pictures could allow us to confirm this hypothesis. This is a rare incident ((B)(4)) that does not seems to be imputable to the device, no corrective action is envisaged.

Event description:
"Catheter breakage near the access port. Possible pinc-off."